Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to embolism (micro and macro) with transient or permanent ischemia and death. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu373715j/16078504). Prior the endoprosthesis being implanted, the physician performed right axillo-left common carotid-left axillary artery bypass procedure to maintain blood flow to the branch vessels of the aortic arch. A 24-fr gore® dryseal sheath with hydrophilic coating was advanced from the right side and the endoprosthesis was successfully deployed just distal to the brachiocephalic artery. The patient tolerated the procedure. Around on (B)(6) 2017, approximately two days post initial implant procedure, the patient suffered from cholesterol embolism and vasculitis of the multiple vessels feeding the liver and kidneys, and later expired due to multiple organ failure. It was reported that the patient had the pre-existing thrombus in the descending thoracic aorta and the physician assumed that the catheter manipulation during the initial implant procedure may have caused or contributed to the cholesterol embolism and vasculitis. Additionally, an autopsy was not performed.